Event description:
Information was received indicating that this ambulatory infusion pump failed to alarm for a downstream/upstream occlusion. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd®-solis vip ambulatory infusion pump was returned for analysis in good condition. The customer's reported problem was "hi alarm displayed: downstream/upstream occlusion". Inspection of the pump's event log showed evidence of reported problem. Evaluation tests were not able to duplicate reported problem for the three upstream sensors and the downstream sensor. The design history record was reviewed and found to be in compliance. No manufacturing or testing issues were found. Problem source is unknown.